Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated they had a bg of 700 mg/dl and experienced a seizure. It is unknown what the cgm was displaying during this time. The patient's wife took the patient to the hospital and was in ketoacidosis. The patient was treated with IV insulin. Due to having a seizure, the patient was advised to have an MRI and to get checked by a neurologist. The patient was in the hospital for 3 days and was given medication for "anti-seizure". At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.